Event description:
It was reported that the wake button was reported as difficult to press, requiring multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy.